Event description:
The customer received a questionable ca 19-9 result on their elecsys 2010 analyzer. The patient's initial result was >1000 u/ml. The sample was diluted 1:50 and the result was 11843.00 u/ml. The patient repeated the test in another laboratory in which the result was between the normal values. It is unknown if the tests were performed on the same sample. It is unknown if the patient was adversely affected. The ca 19-9 reagent lot number was 16447701 and the expiration date was 02/28/2013. An application specialist went to check on the operation of the instrument.

Manufacturer narrative:
The patient's result of 11843 u/ml was given to the patient, and he gave it to his doctor. Based on the result, the doctor ordered an ultrasound, computed tomography, and a colonoscopy. After the tests, the doctor decided the result was wrong and asked for the test to be repeated. On (B)(6) 2011, the patient had another sample drawn in another laboratory and the result was 18.5 u/ml. Repeat testing was not performed on the sample that gave the result of 11843 u/ml. Patient sample is not available for further investigation. Calibration signals were low. It was determined the customer has not calibrated for approximately 3 months. Quality controls were within range. There is no indication of a general issue with the system or reagent. The measurements were done with two separate samples. Since the elevated results were not reproducible, it may be likely the sample from (B)(6) 2011 was contaminated. The elecsys 2010 serial number was (B)(4).

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in (B)(6).